Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that the images provided do not show the no-cross of the 2.80x19 graftmaster, the successful delivery and deployment of the second 2.80x19 graftmaster, or a perforation. Images do demonstrate severe calcium in the lad but the incident is not identified in the cines provided. The investigation determined that the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a percutaneous coronary intervention for a lesion in the proximal left anterior descending coronary artery with heavy calcification, the patient presented with a free perforation with extravasation. A 2.80 x 19 mm graftmaster covered stent delivery system was advanced; however failed to cross the lesion due to the patient anatomy. A new 2.80 x 19 mm graftmaster covered stent delivery system successfully crossed the lesion and sealed the perforation. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.